Manufacturer narrative:
On june 13, 2023, the mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time.  When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On september 25, 2023, mentor completed an evaluation on the returned device. Mentor conducted a visual inspection of the device. Visual analysis of the returned sample revealed that the tissue expander have an area of delamination between the injection dome and the bladder, causing leakage. Based on the information currently available, a product issue was identified during the investigation of the sample received. This product issue will be addressed through mentor¿s quality system. According to the manufacturing investigation, as part of the analysis for this device, a fourier transform infrared (ftir) spectroscopy was performed to evaluate the presence of a poly film protector. Analysis confirmed the presence of the polyethylene that is removed from the surfaces of the washer before being used to assemble the injection site to the shell. The customer complaint is considered a manufacturing defect since the process requests to remove the poly film protector before vulcanizing the injection dome. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made.  As such, the investigation will be closed.  If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803.  This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date.  This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report.  If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Reason for device explant and/or reoperation: n/a. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a 550cc mentor cpx4 plus, smooth, medium height tissue expander was placed into the patient and inflated during a breast surgery. Subsequently, it was observed that the expander visibly deflated. Upon inspection, there was a hole on the expander patch. No further information was provided. There were no reported adverse events or patient consequences.